Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism deployed late. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 55 pulses. Although inspection of the needle mechanism assembly found no evidence that would result in the needle deploying late, a root cause for the reported event could not be determined.